Event description:
The customer reported that the battery was delivered with a new device. During in-service training, the battery displayed a low battery indicator (one flashing light on the fuel gauge). The battery also has a small burn mark in the middle of one side of the battery case.

Manufacturer narrative:
A replacement battery was provided to the customer. The replaced battery is being returned to MFR for evaluation by the failure analysis center.